Event description:
It was reported that the customer passed away due to an unk reasons. It was stated that the customer was not wearing the insulin pump at time of death. The caller stated that the customer started getting a bad eye site and could not manage the insulin pump. Then the doctor took him off the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.